Event description:
It was reported that transtelephonic monitoring revealed no magnet response. When the patient presented to the clinic, the pulse generator was found to be in backup vvi. The de- vice was not at elective replacement indicator (eri). When attempting software downloads, the message -download failed, file not accessible- was displayed. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found the pulse generator in bvvi mode due to multiple bits flipped. The device was downloaded, and normal function ensued.